Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns and rupture confirmed via MRI". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns and rupture confirmed via MRI". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "exchange from textured to smooth implants due to the patients concerns and rupture confirmed via MRI".